Event description:
A malfunction was reported by an international distributor in slovakia, involving a malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump with serial number (B)(6) was provided to ensure continuous insulin delivery. Technical support replaced the pump, and all necessary arrangements, including confirming the shipping address, were completed.